Event description:
The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer is aware that the insulin pump is out of warranty and he feels comfortable using it until he upgrades. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.